Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the reported device was received for evaluation. During the visual evaluation, no defects were found that would make it impossible for the equipment to function properly. During the functional evaluation, no defects were found that would make it impossible for the equipment to function properly. The failure is associated with a well-known failure mode that has been thoroughly investigated in prior complaints. No new information, trends, or patient impact were identified that would warrant further review. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated

Event description:
It was reported that during a shoulder and cuff arthroscopy, the pump of the dyonics 25 control unit was completely out of calibration, infusing too much serum. Twenty minutes into the procedure, the patient's shoulder was already swollen. It was set it to low flow at 0.5 and infusion at 35, but the serum was still gushing. The procedure was completed with the same faulty device with no surgical delay. Patient had neck swelling, no harm, or further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).